Manufacturer narrative:
Per the user guide: it is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to set the pump time during daylight savings. There was no reported impact to blood glucose. Tandem technical support assisted the customer with correcting the time.